Event description:
It was reported that a spectrum infusion pump failed downstream occlusion during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported issue "fail downstream occlusion" was not reproduced. The device was tested for downstream occlusion detection and passed. A review of the event history log does show multiple "downstream occlusion!" Alarms however the history log cannot be used to determine if the alarms occurred appropriately. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified through causality as the downstream tubing guide was found out of specification. The downstream tubing guide requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.